Event description:
The customer was hostpitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test was completed and the insulin exited. Advised the customer that the pump is operating as designed and does not need to be replaced. Also the customer was instructed to change the set and site per doctor's instructions.